Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not examined. To further investigate, a functional check was performed. Customer problem was duplicated. The pump was found to be displaying "1210" error code message and went into "1260" error code alarm message on power up during the investigation. This was determined to be due to a faulty microprocessor unit board, mpu. The mpu will be replaced.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "error code 1210". No patient injury reported.